Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed an MRI of the head but the consumer reported to the hcp that "it had not worked in over a year." The calling hcp was not sure is the patient was referring to their programmer or implantable neurostimulator (ins). No further complications were reported.